Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (S-ICD) exhibited an unspecified product performance issue. Surgical intervention was undertaken. The device and electrode were explanted. No additional adverse patient effects were reported. It is unknown if a new system was implanted and the model/serial of the electrode is not known at this time. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.